Event description:
One week post-implant during infusion of chemotherapy, oozing at the incision site was noted. The device was explanted and a crack was observed in the locking collar that connects the catheter to the device.